Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed and completed by shutting down the power of the room and restarting the device. There was no harm or injury to the patient or user. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Examination of the system log file reveals no errors connected to the issue that was reported. The problem was fixed, and the system was made operational again after being turned off and back on. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system turned off during a case. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed and completed by shutting down the power of the room and restarting the device. There was no harm or injury to the patient or user. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Examination of the system log file reveals no errors connected to the issue that was reported. The problem was fixed, and the system was made operational again after being turned off and back on. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.